Manufacturer narrative:
An evaluation was performed in response to the complaint of axsym generating an erratic toxo igm patient result in 2009. The evaluation of the issue consisted of a review of customer complaints, current axsym labeling, and the information provided including the complaint text. The axsym operations manual provides multiple probable causes and corrective actions to assist the customer with resolving inconsistent/ erratic/ discrepant results. The probable causes listed include bulk solution 1 and 3 dispensing improperly. The complaint information notes the field service representative replaced the bulk solution #1 and #3 fmi pumps to resolve the toxo igm erratic result issue. A service history review found axsym has not had additional issues with erratic results generation, since the malfunctioning fmi pumps were replaced. This is a final report.

Event description:
The account generated a false reactive axsym toxo igm result on a patient who tested toxo igm negative by another technique. In 2009, the patient tested toxo igg negative and toxo igm negative. In the following month, the patient tested toxo igg negative and axsym toxo igm reactive. The specimen from february was retrieved from storage and tested axsym toxo igm reactive. Both specimens were tested by another technique with toxo igm negative results. Service was requested for the axsym analyzer. Service discovered pumps 1 and 3 were not water tight. The positive axsym toxo igm results were not reported outside of the laboratory. No impact to patient management was reported.